Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using off-label insulin with the pump. Technical support provided off-label insulin messaging, which the caller acknowledged and understood. The customer resolved the issue by changing the cartridge and resuming insulin.